Event description:
It was reported that during implant procedure, the lead was not able to be inserted in the pulse generator header. The pulse generator was not implanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header.